Event description:
It was reported that the bd plastipak¿ syringe broke during use. The following information was provided by the initial reporter: "this happened to a surgeon while they while using the syringe on a patient."

Manufacturer narrative:
Investigation summary: one photo was provided to our quality team for investigation. Upon visual inspection, the thumb press is observed to be broken into several pieces. The areas where pieces move within the manufacturing equipment are protected to avoid damage on the product. Final products in this manufacturing line, for this reference and lot size are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. As the lot involved in this incident was unknown, a device history review could not be performed. Based on the available information we are not able to identify a root cause at this time.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that the bd plastipak¿ syringe broke during use. The following information was provided by the initial reporter: "this happened to a surgeon while they while using the syringe on a patient."